Event description:
At about 7 months after the primary, the patient came in reporting pain due to loose cup following fractured acetabulum. The surgeon cabled the fracture and revised the cup, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 november 2022. Lot 2109802: (B)(4) items manufactured and released on 05-jan-2022. Expiration date: 2026-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.